Event description:
It was reported, the physician was implanting a gore® cardioform septal occluder to close a floppy, aneurysmal patent foramen ovale (pfo). The pfo was crossed with a guidewire, first into the left atrial appendage, then into the left upper pulmonary vein. When the device was being deployed, it was noted that the catheter was in a fenestration, not the pfo. The catheter was removed and the guidewire crossed through the pfo this time. The guidewire could not be parked in the left upper pulmonary vein, so it was placed in the right upper pulmonary vein. The poor intracardiac echocardiography(ice) images, the floppy septum and the not ideal guidewire placement made visualizing the device very difficult. The left disc was first formed in the tunnel, so it was recaptured and deployed again. This time it was formed outside the tunnel but still did not look right on ice. At this point the patient became unresponsive for a short time. The patient regained consciousness and answered questions but felt like they were going to vomit. The patient then became unresponsive again. The patient was intubated and the device and catheter were removed from the patient. A pericardial effusion was noted and a pericardiocentesis was performed, at which point the patient stabilized. The case was aborted, and the patient was stable and doing well in recovery.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use state in the section ¿potential device ¿ or procedure-related adverse events¿ adverse events associated with the use of the occluder may include, but are not limited to: significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.